Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and tall intrinsic t-wave amplitudes. The shock impedance was high at 114 ohms. The patient is scheduled to visit the doctor's office. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that a procedure was done to successfully reposition the electrode. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and tall intrinsic t-wave amplitudes. The shock impedance was high at 114 ohms. The patient is scheduled to visit the doctor's office. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. The product has been explanted and replaced. The entire system was explanted and replaced with a transvenous system. There were no additional adverse patient effects. It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and tall intrinsic t-wave amplitudes. The shock impedance was high at 114 ohms. The patient is scheduled to visit the doctor's office. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the patient had two inappropriate shocks due to oversensing of myopotential noise and tall intrinsic t-wave amplitudes. The shock impedance was high at 114 ohms. The patient is scheduled to visit the doctor's office. There were no additional adverse patient effects. The system remains implanted.